Manufacturer narrative:
Device received with stripped battery cap coin slot and cracked lcd display window corner noted. Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. However corroded battery cap contact noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that act button was sometimes unresponsive. The customer's blood glucose level was unknown at time of incident. The customer reported that the battery life was diminished and insulin pump reject new batteries a couple of times. The customer also reported that the cracks on the reservoir and scratches on the screen in corner. The insulin pump will not be returned for analysis.